Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Date of event: requested but not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. A review of the device history record could not be conducted due to the lot number being unknown. A search of the complaint file for the past three years found eighteen similar reports with the involved product code.

Event description:
The user facility reported that a patient called with pain in limb that an angio-seal was deployed on. The following information was provided by the user facility: the patient returned and performed an angiogram finding, there was an acute thrombosis of the artery. It was fixed via pta. It was reported that the patient is fine. It was reported that the procedure outcome was successful.